Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. The unit energized and cauterized, and all ports recognized instruments. The complaint was confirmed based on the field evaluation but could not be reproduced during failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the erbe bipolar was not working. The procedure was completed with no reported injury.